Manufacturer narrative:
Follow-up 1: (B)(4) 2011. On (B)(6) 2011 lfs obtained additional information regarding this complaint. On an unspecified date, prior to obtaining the alleged inaccurate low reading with the subject meter, the patient mentioned he had been hospitalized due to a fungal infection following a transmetatarsal amputation. It is not known if the patient was testing with the subject meter prior to the amputation. There is no indication that the subject meter caused or contributed to a serious injury and therefore, the classification of this complaint remains the same.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate low was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k082590.